Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted system controller log file revealed low voltage advisories, but did not record any other unusual events. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. A direct correlation between heartmate ii left ventricular assist system and the reported events could not be conclusively determined. The patient remains ongoing and no further issues have been reported at this time. The heartmate ii left ventricular assist system instruction for use lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced a ventricular fibrillation event. The account reported the event was likely triggered by suction from the small left ventricular with normal to near normal left ventricular function. The event was treated with a fluid bolus, potassium and magnesium. The pump speed was decreased from 8800 prm to 8600 rpms to allow a fill more. No further information was reported.